Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited emi noise consistent with a lead (competitor's product) connection issue. Specifically, each time the threshold test is performed, emi noise is observed. During this test when the capture is lost the noise is detected as oversensing. When the intrinsic rhythm of the patient appears the emi noise remains present for a while. Also, when the physician performed pocket maneuvers, the observed noise was different than the emi noise. Boston scientific later received information that this device had detected a high pacing impedance measurement on the rv channel.